Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported post removal of the pump, a pump pocket hematoma occurred. Visual development of the hematoma was seen as well as serosanguinous fluid from the incision site. Diagnostic methods involved examination/palpitation. Interventions included evacuation of the hematoma, debridement of the pump pocket. The patient resolved without sequelae as of 05/15/2013.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l65763, implanted: (B)(6) 1999. Product type: catheter: product ID 8703w, lot# l68589, implanted: (B)(6) 1999. Product type: catheter: product ID 8703w, lot# l65763, implanted: (B)(6) 1999. Product type: catheter: product ID 8703w, lot# l68589, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
It was reported that an infected pump pocket occurred. Upon examination/palpitation abdominal redness and swelling around the pump incisional site were seen. The pump was explanted and the catheter was capped. The patient resolved without sequelae as of (B)(6) 2013. The device system had been used to deliver sufenta and bupivacaine.